Event description:
It was reported that the patient received inappropriate therapy due to noise. Insulation abrasion was noted. Lead-to-can abrasion suspected. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.